Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalization due to low blood glucose on (B)(6) 2017, with blood glucose in the range of 20 mg/dl at the time of the incidents. The customer has been experiencing low levels for the past few days. The customer was at 23 mg/dl when the paramedics arrived. The customer states the emergency room doctor advised them to lower their basal rates. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also complained of getting lost sensor alerts. The insulin pump will not be returned for analysis.